Event description:
The nurse reported the vitrectomy probe that would not cut. The probe had passed prime and test. The probe was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The vitrectomy probe has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).